Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of formal claim regarding revision of depuy femoral head and stem due to stem fracture.

Manufacturer narrative:
Report of formal claim received from kennedys regarding revision of depuy femoral head and stem due to stem fracture. Examination of the reported devices was not possible as they were not returned. A review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no related or similar reports against the provided product and lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.